Manufacturer narrative:
It was reported staff found a clipper base charred after a weekend off. There was no injury as a result of the incident. It was determined that the device was part of a corrective action that took place in 2015. It is unknown why the facility was using the recalled device. We have followed up with them to assure they do not continue to use any recalled devices. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported a clipper charger base caught fire.